Event description:
It was reported that during a stage two implant procedure, impedances were measured to be high on contact eight. Contact eight was the most distal contact on the right lead. The healthcare professional (hcp) removed the boot from the lead and extension connection and examined it. The hcp disconnected the lead and cleaned all of the contacts. After the hcp reconnected the lead and extensions, impedances of contacts 8 and 11 were measured to be high. Impedances were measured to be high on all contact pairs with 8 and 11. The lead and extension were disconnected and cleaned again. The hcp then disconnected the extension from the implantable neurostimulator (ins) and placed the extension in the other ins port, but the high impedances remained. The hcp could not determine the cause of the problem and the lead looked intact. The extension was replaced. Prior to connecting the lead to the new extension, the hcp found an exposed wire at the end of the lead tip. The lead tip was damaged and broken after connecting and disconnecting the lead to the extension. The hcp cut the wire off and reconnected the lead and extension. Impedances were then found to be high only on contact 11. The ins incision site was closed and a final impedance check was done. Impedances were found to be high on contacts 8 and 11 again, but nothing could be done to repair the lead so the hcp finished the operation. No actions were taken since the lead was damaged. The ins was not turned on after the operation so no patient symptoms were evaluated. There was no patient death or injury and they had recovered with sequela.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0ufr2, implanted: (B)(6)2015. Product type: lead, product ID: 3389s-40, lot# va0umdg, implanted: (B)(6) 2015. Product type: lead, product ID: 3389s-40, lot# va0ufr2, implanted: (B)(6) 2015. Product type: lead, product ID: 3708660, serial# (B)(4). Product type: extension, product ID: 3708660, serial# (B)(4). Product type: extension. (B)(4). Analysis of the extension (s/n (B)(4)). Found no anomaly. A known good lead was able to be inserted and removed with no problems.